Manufacturer narrative:
Concomitant products: product ID: 8590-9, lot# n269592, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
During the pump replacement procedure, the original drugs were pulled from the old pump and accidently added to the new pump with the water still in the new pump. This then caused the medication to be diluted. The scrub tech was instructed to pull all of the drug and water from new pump and then replaced it with 38 ml of saline until the patient could follow up later to have the pump refilled with medication. The plan was to discharge the patient and have the patient visit the pain physician later in the afternoon to have the pump refilled with drug. The patient status was reported as ¿alive-no injury¿. The pump was being used to deliver hydromorphone and bupivacaine. On (B)(6) 2015, it was reported that the pump was filled with saline because they did not have drug after the old drug from the prior pump had been diluted. They increased the dose and kept the patient in the hospital overnight. The next day after the medication had "run out" and the patient had gone home the pain in her back and legs returned. The patient was given oral medication. The physician was not going to be able to put medication in the pump until (B)(6) 2015. Per this reporter, because the medication was diluted, the patient was going through unnecessary pain and experienced withdrawal. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.